Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged power issue began 3 weeks prior to contacting lfs. The cca noted that the pt manages her diabetes by taking insulin (novolin on a sliding scale) and oral medication (glucophage). As a result of the alleged issue, the pt claimed she did not know how much novolin insulin to give herself and based it on how she was feeling at the time. Approximately 3 days after the alleged power issue began; the pt reported that she developed symptoms of dry mouth, frequent urination, blurred vision and feeling dizzy. It is not known if the pt received medical treatment in response to the symptoms. At the time of troubleshooting, the pt confirmed she replaced the subject meter's battery; however, was replaced with the incorrect type of battery. The pt did not have another battery at the time of the call. The alleged power issue remained unresolved. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.